Event description:
Facility paramedics attempted to use the device for synchronized cardioversion of a pt. Reportedly, the device displayed that the defibrillation cable was not connected. Another therapy cable was connected and the device was then used to successfully cardiovert the pt. The pt was resuscitated.